Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure (batch no. 948832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, mitral valve prolapse since 2011, insomnia since 2011 and hyperlipidemia since 2011. Concomitant products included baclofen, budesonide w/formoterol fumarate (symbicort), cetirizine, citalopram hydrobromide (celexa), diltiazem hydrochloride (diltiazem xr), docusate sodium, ergocalciferol, esomeprazole magnesium (nexium), fenofibrate, fluoxetine hydrochloride (prozac), fluticasone propionate (flonase), folic acid, gabapentin (neurontin), hydroxyzine, lidocaine, loratadine, magnesium citrate, meclozine (meclizine), methotrexate sodium, paracetamol (non-aspirin), promethazine, ramelteon (rozerem), ranitidine hydrochloride (zantac), ropinirole, simvastatin, topiramate (topamax), trazodone and valaciclovir. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 3 years 11 months after insertion and 5 months 11 days after removal of essure, the patient experienced vaginal lesion ("vaginal lesion removal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), cystitis ("bladder infection"), urinary tract infection ("urinary infection"), systemic lupus erythematosus ("autoimmune disorder type lupus pre implant"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and abdominal pain lower ("left lower abdominal pain/right and left quadrant pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - with right unilateral oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea, fatigue and abdominal pain lower had not resolved and the hormone level abnormal, cystitis, urinary tract infection, systemic lupus erythematosus, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, weight increased, alopecia and vaginal lesion outcome was unknown. The reporter considered abdominal pain lower, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, migraine, nausea, pelvic pain, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, vaginal lesion and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received: reporter information, other relevant history, lab data, product information, concomitant products and event injury updated with events hormonal changes, infection bladde, infection urinary, lupus pre implant, bladder problems, or urinary problem or changes, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, fatigue, weight gain, hair loss, vaginal lesion. Left lower abdominal pain/right and left quadrant pain. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and cervix carcinoma ("cervical cancer") in a 31-year-old female patient who had essure (batch no. 948832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included malaise, fatigue, myalgia, myositis, tobacco use disorder, back surgery in 2011, colposcopy, nausea, painful intercourse, hair loss, anxiety, cervicalgia, arthropathy nos, low back pain, unilateral leg pain, chronic headaches, chronic pain and uti (multiple episodes). Concurrent conditions included obesity, mitral valve prolapse since 2011, insomnia since 2011, hyperlipidemia since 2011, gastroesophageal reflux disease since 2011, cervical dysplasia since 2013, intracranial mass since 2013, kidney stones since 2013, diarrhea, vomiting, ovarian cyst, amenorrhea, dyslipidemia, fibromyalgia, depression, vitamin b12 deficiency, vitamin d deficiency, insomnia, hematuria, autoimmune demyelinating disease, hiv encephalopathy, lumbar strain, sciatica, dizziness, vertigo, breast tenderness, fibroids, amenorrhoea, pneumonia, cough, unspecified disorder of knee joint, constipation, pap smear abnormal, chronic obstructive pulmonary disease, systemic lupus erythematosus, abdominal pain, unspecified inflammatory polyarthropathy, chronic back pain, leiomyoma nos, intracranial mass and hypertension. Concomitant products included cilest (sprintec) since (B)(6) 2013 for birth control as well as baclofen, budesonide w/formoterol fumarate (symbicort), cetirizine, citalopram hydrobromide (celexa), diltiazem hydrochloride (diltiazem xr), docusate sodium, ergocalciferol, esomeprazole magnesium (nexium), fenofibrate, fluoxetine hydrochloride (prozac), fluticasone propionate (flonase), folic acid, gabapentin (neurontin), hydroxyzine, lidocaine, loratadine, magnesium citrate, meclozine (meclizine), medroxyprogesterone (depo provera) since (B)(6) 2013, methotrexate sodium, paracetamol (non-aspirin), promethazine, ramelteon (rozerem), ranitidine hydrochloride (zantac), ropinirole, simvastatin, topiramate (topamax), trazodone and valaciclovir. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) - type: bladder infection"), urinary tract infection ("infection (bladder/urinary tract/vaginal) - type: urinary infection"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), vomiting ("gastrointestinal or digestive system condition type: vomiting"), constipation ("gastrointestinal or digestive system condition type: constipation") and diarrhoea ("gastrointestinal or digestive system condition type: intermittent diarrhea"). On (B)(6) 2016, 3 years 11 months after insertion of essure, the patient experienced vaginal lesion ("vaginal lesion removal/vaginal lesion with biopsy"). On an unknown date, the patient experienced cervix carcinoma (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), systemic lupus erythematosus ("autoimmune disorder type lupus pre implant"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight fluctuation ("weight gain/ weight loss"), alopecia ("hair loss"), abdominal pain lower ("left lower abdominal pain/right and left quadrant pain"), depression ("psychological or psychiatric problems or condition: depression"), anxiety ("psychological or psychiatric problems or condition: anxiety") and ovarian cyst ("a large cyst on my right ovary"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - with right unilateral oophorectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea, fatigue and abdominal pain lower had not resolved and the cervix carcinoma, hormone level abnormal, cystitis, urinary tract infection, systemic lupus erythematosus, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, weight fluctuation, alopecia, vaginal lesion, vaginal haemorrhage, menorrhagia, depression, anxiety, vaginal discharge, vomiting, constipation, diarrhoea and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, bladder disorder, cervix carcinoma, constipation, cystitis, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal lesion, vomiting and weight fluctuation to be related to essure. The reporter commented: current weight 120 lbs. As per medical records, patient has chronic pain due to lupus and diffuse arthritis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion. Pregnancy test - on (B)(6) 2016: negative. Cervical stenosis. The uterus sounded to 7 cm and was anteflexed and freely mobile, no adnexal masses, concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : headache, systemic lupus erythematosus, nausea, vomiting,abdominal pain, urinary tract infection, diarrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, events: cervical cancer, ovarian cyst; event weight loss amended to weight fluctuation. Event onset date added. Concomitant drugs added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 31-year-old female patient who had essure (batch no. 948832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included malaise, fatigue, myalgia, myositis, tobacco use disorder, back surgery in 2011, colposcopy, nausea, dyspareunia, hair loss and anxiety. Concurrent conditions included obesity, unspecified, mitral valve prolapse since 2011, insomnia since 2011, hyperlipidemia since 2011, gastroesophageal reflux disease since 2011, cervical dysplasia since 2013, intracranial mass since 2013, kidney stones since 2013, diarrhea, vomiting, ovarian cyst, amenorrhea, dyslipidemia, fibromyalgia, depression, vitamin b12 deficiency, vitamin d deficiency, insomnia, hematuria, autoimmune demyelinating disease, hiv encephalopathy, lumbar strain, sciatica, dizziness, vertigo, breast tenderness, fibroids, amenorrhoea, pneumonia, cough, unspecified disorder of knee joint, constipation, pap smear abnormal, chronic obstructive pulmonary disease, systemic lupus erythematosus, abdominal pain, unspecified inflammatory polyarthropathy, chronic back pain, leiomyoma nos, intracranial mass and hypertension. Concomitant products included baclofen, budesonide w/formoterol fumarate (symbicort), cetirizine, citalopram hydrobromide (celexa), diltiazem hydrochloride (diltiazem xr), docusate sodium, ergocalciferol, esomeprazole magnesium (nexium), fenofibrate, fluoxetine hydrochloride (prozac), fluticasone propionate (flonase), folic acid, gabapentin (neurontin), hydroxyzine, lidocaine, loratadine, magnesium citrate, meclozine (meclizine), medroxyprogesterone (depo provera) since (B)(6) 2013, methotrexate sodium, paracetamol (non-aspirin), promethazine, ramelteon (rozerem), ranitidine hydrochloride (zantac), ropinirole, simvastatin, topiramate (topamax), trazodone and valaciclovir. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary infection"). On (B)(6) 2016, 3 years 11 months after insertion of essure, the patient experienced vaginal lesion ("vaginal lesion removal/vaginal lesion with biopsy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), systemic lupus erythematosus ("autoimmune disorder type lupus pre implant"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), abdominal pain lower ("left lower abdominal pain/right and left quadrant pain"), depression ("depression"), anxiety ("anxiety"), vomiting ("vomiting"), constipation ("constipation") and diarrhoea ("intermittent diarrhea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - with right unilateral oophorectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea, fatigue and abdominal pain lower had not resolved and the hormone level abnormal, cystitis, urinary tract infection, systemic lupus erythematosus, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, weight increased, alopecia, vaginal lesion, vaginal haemorrhage, menorrhagia, depression, anxiety, vaginal discharge, vomiting, constipation and diarrhoea outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, bladder disorder, constipation, cystitis, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal lesion, vomiting and weight increased to be related to essure. The reporter commented: current weight 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion cervical stenosis. The uterus sounded to 7 cm and was anteflexed and freely mobile, no adnexal masses, most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added. Her concurrent conditions were added. Following events: abnormal (vaginal/menorrhagia), depression, anxiety, vomiting, vaginal discharge, constipation, intermittent diarrhea were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 31-year-old female patient who had essure (batch no. 948832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included malaise, fatigue, myalgia, myositis, tobacco use disorder, back surgery in 2011, colposcopy, nausea, painful intercourse, hair loss, anxiety, cervicalgia, arthropathy nos, low back pain, unilateral leg pain, chronic headaches, chronic pain and uti (multiple episodes). Concurrent conditions included obesity, mitral valve prolapse since 2011, insomnia since 2011, hyperlipidemia since 2011, gastroesophageal reflux disease since 2011, cervical dysplasia since 2013, intracranial mass since 2013, kidney stones since 2013, diarrhea, vomiting, ovarian cyst, amenorrhea, dyslipidemia, fibromyalgia, depression, vitamin b12 deficiency, vitamin d deficiency, insomnia, hematuria, autoimmune demyelinating disease, hiv encephalopathy, lumbar strain, sciatica, dizziness, vertigo, breast tenderness, fibroids, amenorrhoea, pneumonia, cough, unspecified disorder of knee joint, constipation, pap smear abnormal, chronic obstructive pulmonary disease, systemic lupus erythematosus, abdominal pain, unspecified inflammatory polyarthropathy, chronic back pain, leiomyoma nos, intracranial mass and hypertension. Concomitant products included baclofen, budesonide w/formoterol fumarate (symbicort), cetirizine, citalopram hydrobromide (celexa), diltiazem hydrochloride (diltiazem xr), docusate sodium, ergocalciferol, esomeprazole magnesium (nexium), fenofibrate, fluoxetine hydrochloride (prozac), fluticasone propionate (flonase), folic acid, gabapentin (neurontin), hydroxyzine, lidocaine, loratadine, magnesium citrate, meclozine (meclizine), medroxyprogesterone (depo provera) since (B)(6) 2013, methotrexate sodium, paracetamol (non-aspirin), promethazine, ramelteon (rozerem), ranitidine hydrochloride (zantac), ropinirole, simvastatin, topiramate (topamax), trazodone and valaciclovir. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary infection"). On (B)(6) 2016, 3 years 11 months after insertion of essure, the patient experienced vaginal lesion ("vaginal lesion removal/vaginal lesion with biopsy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), systemic lupus erythematosus ("autoimmune disorder type lupus pre implant"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), abdominal pain lower ("left lower abdominal pain/right and left quadrant pain"), depression ("depression"), anxiety ("anxiety"), vomiting ("vomiting"), constipation ("constipation") and diarrhoea ("intermittent diarrhea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - with right unilateral oophorectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea, fatigue and abdominal pain lower had not resolved and the hormone level abnormal, cystitis, urinary tract infection, systemic lupus erythematosus, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, weight increased, alopecia, vaginal lesion, vaginal haemorrhage, menorrhagia, depression, anxiety, vaginal discharge, vomiting, constipation and diarrhoea outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, bladder disorder, constipation, cystitis, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal lesion, vomiting and weight increased to be related to essure. The reporter commented: current weight 120 lbs. As per medical records, patient has chronic pain due to lupus and diffuse arthritis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion. Pregnancy test - on (B)(6) 2016: negative . Cervical stenosis. The uterus sounded to 7 cm and was anteflexed and freely mobile, no adnexal masses. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : headache, systemic lupus erythematosus, nausea, vomiting,abdominal pain, urinary tract infection, diarrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.